Event description:
The doctor reported that the plunger was not same feel upon deploying the marker. The doctor noticed the tip sheared and upon removing the probe, the collagen plug was inside of the probe. The doctor has requested biocompatibility-letter.

Manufacturer narrative:
The device identified for this event was disposed of after use and no batch/lot number was provided. Therefore, no batch record review nor direct analysis of the device was performed and the event could not be confirmed.